Event description:
It was reported that the user experienced intermittent loss of dexcom g7 continuous glucose monitor (cgm) readings on the ilet, with values returning during calls; no sensor error or replace-sensor alerts were reported, and the blood glucose value would return after the interruption. No clinical symptoms or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user, analysis of user-provided information, and consideration of interoperability between the ilet and the dexcom g7. Investigation of this case revealed an intermittent communication failure consistent with an electrical or magnetic communication issue involving the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component-level communication behavior related to interoperability.